Event description:
Boston scientific received information that through a remote monitoring system that the device detected an out of range shock and pace impedance measurement on the right ventricular (rv) lead. The patient was brought in for an evaluation. All measurements were found to be within normal limits. The shock lead impedance was measured several times and found to be well within the normal range. The patient was sent home with no intervention scheduled. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.